Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Multiple fdd/annex a codes were reported. A05 was coded for the camera functionality. A0709 was coded for the camera intermittently tracking instruments and the reference frame. Both flickered on and off at random. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while preparing for a case, the system's camera was intermittently tracking instruments and the reference frame. Both flickered on and off at random. Troubleshooting was performed. The medtronic representative (rep) tried covering up the tracking spheres one at a time but the issue persisted. He also tried replacing the spheres but issue persisted. The camera was at an appropriate distance and angle. Light-emitting diodes (leds) on the camera were on and uninterrupted when the issue occurred. The system also did not give either 'localizer not connected' or 'localizer faulted' error message. Technical services suggested a system reboot, the issue seemed to resolve, and case moved forward. It was believed that the probable cause was the one-off software glitch. There was no patient present.